Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of 0 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.